Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change-out, blood in the header was observed. The pin was unable to be removed and the lead was subsequently damaged. The device was explanted and replaced. When the device was suspected following the case, the hex screw thread appeared to be damaged. The patient was discharged.

Manufacturer narrative:
The set screw anomaly could not be confirmed in the laboratory. The rv df1 septum was not returned with the device. The cause of the set screw anomaly could not be determined.